Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that two infusion sites required replacement. Upon removal of the infusion sites, the patient reported that the cannulas appeared normal; however, insulin pooling was observed at the body insertion sites after cannula removal. After replacing the infusion sites, glucose levels returned to range. Leaking around the infusion set was reported. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.